Event description:
Independent repair center: customer alleged noisy unit and the key failure is the hose clamp caused leaking as stated on the repair statement additional malfunction on this device: power switch has no alarm.